Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds measurements. The lead was surgically abandoned and replaced. No adverse patient effects were reported.